Event description:
Device was sent to the manufacturer's service depot for an unrelated issue. During inspection of the device, it was noticed that the pivot latch screw was backed out preventing door from closing completely. Requested info from facility whether device had been involved in any pt related rate inaccuracy events. Per biomed: "our record for that instrument shows no complaints of any sort."

Manufacturer narrative:
(B)(4). The device was received, investigation is not complete. A follow up report will be submitted with any relevant info.